Manufacturer narrative:
(B)(6). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd set with cassette leaked due to a hole in the tubing. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp to pause the machine and go to treatment options. Rst had the hp press end therapy. The hp would follow the end of therapy prompts and remove the supplies. The hp would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.